Event description:
The customer tested her blood glucose and received a reading of 11 mg/dl from her contour meter and a reading of 84 mg/dl from her contour ts meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips are to be returned for eval. Replacement test strips and a new meter were sent to the customer.